Manufacturer narrative:
(B)(6) . This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as the patient's dog had chewed the final line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The patient stated their dog had chewed the final line. The technical service representative (tsr) had the patient cycle power on the homechoice twice to clear the alarm. The homechoice advanced to press go to start. The tsr assisted in removing the set up and advised the patient to start over with new supplies. The technical service representative reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.